Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, loss of capture, no sensing and noise was observed on the right ventricular lead. Upon the lead repositioning procedure, it was discovered the lead had also dislodged. The lead was repositioned successfully and the patient did well after the procedure.